Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. He replaced the o2 sensor. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) displayed a "gas system needs service" error message. Per clinical review: during set up for a procedure on (B)(6) 2018, the perfusionist received a 'service gas system message' on the system and was unable to calibrate the oxygen (o2) sensor after the warm up period of the gas system. The perfusionists at this hospital leave their systems on when not in use and the o2 sensor had reached its hours, therefore the user was not able to calibrate the system. Their second heart lung machine (hlm) was down for repairs and was not able to be used as a backup. The perfusionist spoke with the surgeon and prior to the patient arrival into the operating room, a decision was made to cancel the case. Per the perfusionist, they did not want to use the system that would not calibrate the o2 sensor and they did not have a back up system if there were to be a concern or problem. The elective procedure was delayed and done at a later date.

Manufacturer narrative:
Please disregard previously reported information as this complaint has been determined to be not MDR reportable. The device met specification and performed as intended, therefore did not malfunction.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed no calibration failure of the oxygen (o2) sensor.